Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt's ipg was explanted on (B)(6) 2011. The pt complained of discomfort due to the ipg size, therefore, the physician replaced the ipg with a smaller model. The pt also reported difficulty recharging the ipg due to the short cord on the charger. The explanted ipg was returned to the manufacturer for analysis. No further pt issues have been reported.